Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had reservoir was running low and he did not get the insulin pump to rewind. Customer found that insulin pump was suspended due to low sensor reading. Assisted customer resuming the delivery and he was able to select new reservoir and rewind the insulin pump, offered staying on the line while he change his set but customer declined and stated he should be fine already. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.